Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cart would not power on. The technician found burn marks on the power inlet module and the power cord. The power inlet module was replaced and resolved the reported issue. The power cord was ordered for customer to replace. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that this unit will not power on after surgery. Investigation showed burn marks on the power inlet module and the power cord. No adverse event was reported as a result of this malfunction.